Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were intermittently not observed to be dripping out of the tubing during the load fill tubing sequence with multiple cartridges. Reportedly, customer loaded new cartridges to resolve the issue. There was no adverse impact to the customer's blood glucose level.